Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): did not meet expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device at received and bol (beginning of life) voltages. There is no evidence to indicate a problem with the battery.

Event description:
It was reported that the implantable pulse generator (ipg) was nearing elective replacement indicator (eri) and the unipolar right atrial and right ventricular leads both had low impedance which led to high current drain causing rapid battery depletion. The ipg was explanted and replaced with a new device and the leads remain in use. No patient complications have been reported as a result of this event.